Event description:
It was reported that distal tip detachment occurred. A 182cm luge guidewire was selected for use. However, during the procedure, a 3 cm tip of the guidewire came off into the coronary sinus branch. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that distal tip detachment occurred. A 182cm luge guidewire was selected for use. However, during the procedure, a 3 cm tip of the guidewire came off into the coronary sinus branch. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the body of the guidewire was kinked. The observed kink of the body was measured, and the distance of the kink is 1-51.0 in. Microscopic inspection revealed that the distal tip was bent, and 5.1 in of the distal tip was detached and did not return for analysis. Dimensional inspection included measurement of the total length of the returned guidewire. The length of the guidewire was within normal limits, even though that a section of the distal tip was detached and did not return for analysis.